Event description:
A stealth 360 peripheral orbital atherectomy device was used to treat a heavily calcified superficial femoral artery (sfa) and popliteal artery (pa). The pa was at complete total occlusion and the oad could not cross the pa. Pedal access was obtained successfully for a retrograde approach. The oad was in the subintimal space in the pa. It was advised to not perform treatments subintimal, as cautioned in the instructions for use (IFU). The oad was advanced to the sfa. One treatment was performed on low speed. A second treatment was performed on high speed. The oad was advanced to the pa once again. One treatment was performed on low speed. A second treatment was performed on high speed. The oad made an unusual noise and the lab staff turned the pump on/off button as they believed the noise was due to low saline. Another treatment was performed on high speed. Following the treatment, the patient experienced pain. The oad was being removed and the wire positioning was lost. The wire brake was disengaged, however, the viperwire advance guide wire was not freely moving. Once the oad was removed, tissue was observed to be wrapped around the driveshaft and crown. Angiogram imaging was performed and revealed a minor dissection at the sfa treatment site and no flow at the site of the pa. Balloon angioplasty and stent placement was performed on the sfa and subintimal space of the pa. Flow was restored and distal runoff was recovered. The patient was stable.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4). The IFU warns to not "continue treament if guide wire or the oad become sub-intimal." Csi ID: (B)(6).